Event description:
The patient suffered a pneumothorax during a superdimension procedure. The patient received a chest tube and was hospitalized. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A component of the superdimension system; case recordings, has been returned for evaluation. The evaluation is not yet complete. Once the investigation has been completed, a follow-up report will be submitted. There were no anomalies identified during the internal review of the device history record (DHR) of the system console. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy.

Manufacturer narrative:
(B)(4). Date of initial report: 11-20-14. Date of follow-up report: 1-8-14. The evaluation of a component of the superdimension system, case recordings, showed CT-to-body divergence however the cause of the CT-to-body divergence is unknown therefore no conclusion can be made. The failure mode of CT-to-body divergence is acceptable with mitigation per the superdimension fmea documentation. If additional information pertinent to the incident is obtained, another follow-up report will be submitted.